Event description:
It was reported that during the one-day post-operative visit after implantation of an intraocular lens (iol) into the right eye, the surgeon noted the patient presented with 1-2+ edema, seidel sign, and cell 2+ fibrin in ac. This reaction was diagnosed as toxic anterior segment syndrome (tass). The patient's bcva decreased from 20/150 to cf @ 1 ft. The day after symptoms were observed, an intravitreal injection of vancomycin & ceftazidime was performed, and a culture was taken. The result of the culture was negative. In the surgeon's opinion, the most likely cause of event is possibly from the visco and lido/phen. Patient outcome is good. The following medications were prescribed for use at home postoperatively: pred-moxi-brom 1%, .5%, 0.075% dose: 1gtt frequency: tid 2 weeks, bid 1 week, qd 1 week neomycin & polymyxin & dexamethasone dose: 1 small ribbon frequency: once prednisolone 1% dose:1gtt frequency: qhourly duration: until directed otherwise

Manufacturer narrative:
Sealed product from the same lot was returned. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The actual device was not returned for evaluation; however, (B)(4) unused units from the same lot were returned and evaluated. Evaluation of the returned product confirmed that all packaging seals were intact for each component (cannula, retention clip, and syringe). No seals were broken or incomplete and there was no visible integrity or appearance issues with any component or syringe. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.